Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The following was reported to datascope on 7/6/98: the iab was removed & another was not inserted. There was no pt injury or complication as a result of the event. [Event complications]: unk- rpt'd 6/17/98; none- rpt'd 7/6/98. [Pt's current status]: unk- rpt'd 6/17/98.